Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein ipg was replaced and one lead was added. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.